Event description:
It was reported that the patient had three inappropriate shocks on separate occasions due to oversensing noise. The patient recently had a lung replacement surgery and has a claw-like device implanted for check closure. The clinic has now reprogrammed the sensing vector from secondary to primary. The doctor will monitor the patient via latitude. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the doctor did an invasive procedure. The electrode has been explanted and replaced. A new electrode is now implanted with the original pulse generator. There were no additional adverse patient effects. It was reported that the patient had three inappropriate shocks on separate occasions due to oversensing noise. The patient recently had a lung replacement surgery and has a claw-like device implanted for check closure. The clinic has now reprogrammed the sensing vector from secondary to primary. The doctor will monitor the patient via latitude. There were no additional adverse patient effects. The system remains implanted.